Event description:
The lead was returned to the manufacturer and analyzed in (B)(6) 2008. It was later reported that the lead was removed due to poor placement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed and no anomalies were found.